Manufacturer narrative:
(B)(4). Insulin pump received with a missing retainer ring. Unable to perform displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken belt clip rails, broken reservoir tube lip, missing retainer ring, cracked battery tube threads, cracked case near the corner of belt clip rails.

Event description:
Information received by medtronic indicated that the rails broke off on the back of the insulin pump. Customer stated that type of damage was crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.